Manufacturer narrative:
Manufacturers ref#: (B)(4). Similar to device marketed under (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the approach was gained from the left femoral artery, targeting the abdominal aortic aneurysm. The procedure was following the instruction. Since there was a need to implant a 105mm device targeting to the l1 which was 85mm indicated in the sizing sheet, the physician attempted to shorten the graft itself by winding/reeling/taking up the trigger wire (= rotated the handle) and pushing the graft up when the two-stents on the graft was deployed. Actually, one of the trigger wires had not been pulled out, and the physician had to push the device forward with the push-up technique. Then, this caused the graft to rise above its intended position and the left renal artery was occluded by the graft. As the graft was not shortened, the physician pulled out the blue rotating handle according to the trouble-shooting and checked the number of wires, confirming there were only two proximal trigger wires which should have been three. Then, the physician checked the wire lumen and found one wire remained. Consequently, the remained one wire was pulled out with forceps and the deployment of the proximal of the graft was confirmed. Additional information received: this case was emergency for the rupture of the abdominal aortic aneurysm. As the result, the reported stent graft was placed as 105mm due to the reported issue although the physician attempted to shorten the stent graft. Patient outcome: one of the trigger wires had not been pulled out, and the physician had to push the device forward with the push-up technique. Then, this caused the graft to rise above its intended position and the left renal artery was occluded by the graft. The rep met the doctor on (B)(6) 2020. It is confirmed that the stent graft covers the entrance of the left renal artery, but blood flow can be seen in the left renal artery.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it is reported that on (B)(6) 2020 a patient of unknown age and gender underwent emergency repair for a rupture of a saccular abdominal aortic aneurysm. As per the reported information, due to time sensitivity of emergency treatment, it was decided to use a 105mm zenith alpha thoracic device on stock at the hospital. As the length of the device was 105mm and the target length of abdominal aorta available for implant was 85mm, the physician attempted shorten the stentgraft during deployment by rotating the blue handle and pushing the graft up when two stents of the graft was deployed (the sheath being only partially withdrawn). One of the trigger wires had not been pulled out, and the physician had to push the device forward with the push-up technique. This caused the graft to rise above its intended position and the left renal artery was occluded by the graft. As the graft was not shortened, the physician pulled out the blue rotating handle according to the trouble-shooting and checked the number of wires, confirming there were only two proximal trigger wires which should have been three. The physician checked the wire lumen and found one wire was off in the handle and remained. Consequently, the remaining wire was pulled out with forceps and deployment of the proximal end of the graft was confirmed. Additional information provided that the customer did not twist or rotate any part of the introduction system during introduction or deployment, and did not feel any strong resistance when the blue rotation handle was turned. As per additional information of 24sep2020, the stent graft covered the entrance of the left renal artery, but blood flow could be seen in the left renal artery. As per additional information of 24nov2020 no information of additional adverse events have been received. This complaint will address wire fracture and release problems, while an additional complaint has been opened to address the off-label use of the device for treatment of ruptured abdominal aneurysm. The device was returned and evaluated for the investigation. The evaluation confirmed that one nitinol wire was fractured. The cause for the reported failure could not be determined based on the product evaluation. An analysis of the nitinol wire by scanning electron microscopy (sem) and energy-dispersive x-ray spectroscopy (eds) was performed for the investigation. Per the fracture analysis, a possible failure cause for the fracture was the wire being subjected to a bend. There were no sign of inclusion (type of material defect) in fracture surfaces and cross-sectional analysis observed. Angiography from implantation and planning and sizing worksheet was provided. Provided were also 3d and centerline reconstructions from a cta and pelvic angiography performed on the same date as the implantation. The provided imaging underwent review by an expert imaging reviewer. As per findings of the imaging review, a large abdominal aortic saccular aneurysm consistent with acute aortic rupture contained within a large pseudoaneurysm is obseved. The trigger wires were removed after unsheathing of the bare, sealing, and second stent segments. This left three stent segments still sheathed. Push-up the second stent was attempted before third stent unsheathing. The maneuver was unsuccessful because the bare stent was still attached. Bare stent attachment was evident in endograft movement both proximal and distal even with small increments of delivery system movement. Sealing stent advancement over the left renal artery ostium and distal stent expansion over the aortic bifurcation was observed in the imaging review. Completion angiography demonstrated aneurysm exclusion, iliac artery patency, and left ra patency despite being covered by the sealing stent. It was noted in the imaging review that the cta and pelvic angiography also demonstrate an anomalous right pelvic vessel possibly representing a persistent sciatic artery, an anomalous obturator artery, or an arteriovenous fistula. As per review, this finding had no bearing on the endograft implantation. Cook reviewed the device history record for the device and relevant subassemblies which provided no indications that the device was produced outside of specifications. As per instructions for use (IFU) for this type of device, the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta. The IFU also precautions that the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with leaking, pending rupture or ruptured aneurysm. Consequently, use of the device for treatment of a ruptured abdominal aortic aneurysm is considered off-label use. As the failure was related to the internal parts of the introduction system and considering the failure was mechanical of nature, it has not been possible to confirm a link between the cause for the event and the reported out of indication use. Furthermore, the IFU provides directions on how to withdraw the sheath until the graft is fully expanded and the valve assembly with the captor sleeve docks with the black gripper, prior to unlocking the safety-lock knob and retracting the release wires by turning the blue rotation handle. As per the reported information these instructions were not followed in this case. As specific details of how the device was manipulated or how force was applied to the device are unknown, it is not possible to determine if device manipulation during deployment contributed to the event. While the trigger wire being disconnected to the rotation handle was caused by a fracture of the trigger wire, based on the information provided it has not been possible to establish what caused the wire to likely bend and subsequently fracture or when the wire fracture occurred. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received on (B)(6)2020: "the physician attempted to place the stent graft by shortening the graft itself by winding/reeling/taking up the trigger wire¿ exactly means ¿rotated the blue handle by following the IFU¿ also, the physician didn¿t twist or rotate any part of the introduction system during introduction or deployment.

Manufacturer narrative:
Manufacturers ref# pr309952 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4) investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 24nov2020: according to the rep, he has not reported/contacted about any adverse events from the doctor.